Manufacturer narrative:
Correction : h6 - health effect - clinical code should have been '4582 - no clinical signs, symptoms or conditions' instead of '4580 - insufficient information'.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was recovering post-procedure.